Event description:
It was reported that on: (B)(6) 2009: the patient underwent the following procedures: left l3-l3 extra-foraminal transfacet micro-diskectomy, l4 laminectomy, l4-l5 posterior spinal fusion, posterior depuy viper instrumentation, l4-l5 posterior lumbar inter-body fusion, placement of inter-body depuy carbon fiber cage. As per-op notes, ¿¿the back was prepped and draped in the usual sterile fashion. Under c-arm control, the l4 and l5 pedicles were instrumented with screws using depuy system. Paired median incisions were made at the level of l4-l5. The screws were placed on the right initially and placed in distraction. The left sided decompression was performed, first performing a decompression of l2-3 on the left through a separate skin and fascial incision, with dissection carried down to the facet joints and transverse processes of l2 and l3. Numerous degenerative extruded fragments of disc were found underneath and around the nerve root. These were excised, as was the adjacent granulation tissue. A linear annulotomy was made and numerous small and moderate size particulate pieces of disc were removed piecemeal. One larger fragment was found that was degenerative and loose within the disc space. The disc space and the nerve root and the thecal sac were all free of extrinsic compression and resection required removal of the tip of the l3 superior articular process. Hemostasis was achieved. Decompression was then performed at l4, performing a laminectomy from the left side. A window in the lamina was made. A left sided facetectomy was performed and the pars were restricted to decompress the left neuro-foramen which was quite tight. The dissection was carried across the midline. The right l4 neuro-foramen was decompressed. Both l4 roots in the midline and thecal sac decompression was achieved. The left sided posterior lumbar inter-body fusion approach was used, performing a left sided annulotomy. Evacuation of all the disc material, then scarping the one with curettes to punctuate bleeding bone. The disc space was shaped and filled using the sizers to a size 10 mm lordotic carbon fiber bullet cage with the oblique lordotic configuration. The cage was pre-filled with autogenous bone graft harvested from the lamina and spinous processes, morselized and packed in the cage and some additionally in the disc space adjacent to the cage. Some additional bone was packed posterior to the cage. The 6*45 mm screws were then secured to the titanium, rods in compression bilaterally. Hemostasis was achieved at the l4-l5 level. The de-corticated lateral elements were treated at l4-l5 after the de-cortication and lavage of the transverse processes with bone morphogenic protein, 1 large kit, wrapped around a non-compressible calcium matrix. The large kit was split into 2 sponges and 2 master graft bone graft extenders and placed bilaterally. The fascia was closed. ¿..¿ the patient was stable post anesthesia recovery. The patient underwent x-ray of lumbar spine for post-operative study. On (B)(6) 2009: the patient presented for an office visit for follow-up post-op and underwent x-ray which showed that the implants were in good position. On (B)(6) 2013: the patient presented for an office visit due to a left upper ureteral stone 7*9 mms. On (B)(6) 2013: the patient presented for an office visit. Some ureteral stones were less this time. On (B)(6) 2013: the patient underwent x-ray of hip. Impression: mild degenerative osteoarthritis. Otherwise unremarkable. On (B)(6) 2013: the patient presented for an office visit with complaint of pain in right foot toes and left hip. The patient underwent physical examinations. The patient was diagnosed with pain in pelvic joint, lumbago, bunion and general routine medications. On (B)(6) 2013: the patient underwent MRI of the lumbar spine. Impression: status post l4-l5 fusion with bilateral pedicle screw fixation and left-sided cage placement. No evidence of a recurrent disc herniation. No significant epidural scar formation. Mild to moderate thoracolumbar scoliosis, which contributes to foraminal stenosis on the left at l1-l2 and l2-l3. No evidence of a disc herniation or central spinal stenosis at any level. On (B)(6) 2013: the patient presented for an office visit and underwent review of the systems. Impression: junctional lumbar degenerative disc disease, and multi-level bilateral foraminal stenosis. On (B)(6) 2013: the patient presented for an office visit for follow-up with chief complaint of low back pain. The various problems were listed as follows: rental stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, and general routine medications. The patient was diagnosed with renal stone, other acne and unspecific skin disorder. On (B)(6) 2014: the patient presented for an office visit for follow-up with chief complaint of right foot pain and second toe various problems were listed as follows: rental stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, and general routine medications. The patient was diagnosed with renal stone, other acne, and unspecific skin disorder. The patient underwent physical examinations. The patient was diagnosed with renal stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, and general routine medications. On (B)(6) 2014: the patient presented for an office visit with cutting tip off of right pinky finger. The various problems were listed as follows: deficiency of vitamin d, hyperpotassemia, gallstone ileus, renal stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, open wound site, and general routine medications. The patient underwent physical examinations and was diagnosed for all the above problems. On (B)(6) 2014: the patient underwent x-ray of spine due to lumbago. Impression: stable chronic degenerative lumbar disc disease findings, lower lumbar fusion and mild scoliosis. X-ray of tailbone due to rectal pain. Impression: normal sacrum and coccyx. On (B)(6) 2014: the patient presented for an office visit for follow-up. The various problems were listed as follows: deficiency of vitamin d, hyperpotassemia, gallstone ileus, renal stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, open wound site, and general routine medications. The patient underwent physical examinations and was diagnosed for all the above problems. On (B)(6) 2014: the patient presented for an office visit with complaints of increased burning in back and pins, needles and numbness in legs. On (B)(6) 2014: the patient presented for an office visit for follow-up with chief complaint of lower back pain and requested cat scan of back. The various problems were listed as follows: deficiency of vitamin d, hyperpotassemia, gallstone, renal stone, other acne, unspecific skin disorder, pain in pelvic joint, lumbago, bunion, open wound site, and general routine medications. The patient underwent physical examinations and was diagnosed with low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with following pre-op diagnosis: herniated disk lumbar. The patient was stable post anesthesia recovery. The patient underwent x-ray of lumbar spine for post-operative study which showed bilateral pedicle screws and posterior fixation rods are in place. Normal alignment. On (B)(6) 2009: patient presented for office visit. On (B)(6) 2009: patient presented with following pre-op diagnosis: memory loss. Patient also underwent CT scan of brain with and without contrast. Impression: normal CT brain with and without contrast.

Event description:
It was reported that on: (B)(6) 2012 patient presented for office visit. Review of musculoskeletal system: back pain, left pain. Review of psychiatric system: history of paranoid schizophrenia. On (B)(6) 2014 patient presented with complaint of low back pain. Review of musculoskeletal system: back pain. Review of psychiatric system: mood is euthymic. On (B)(6) 2014 patient presented with complaint of not being able to sleep at night, abdominal discomfort. Review of musculoskeletal system: joint pain. Review of psychiatric system: mood is euthymic. On (B)(6) 2014 patient presented with complaint of back pain. Review of musculoskeletal system: occasional low back pain. Review of psychiatric system: mood is euthymic. On (B)(6) 2015 patient presented for follow up visit. Review of musculoskeletal system: occasional low back pain. Review of psychiatric system: mood is euthymic. On (B)(6) 2015 patient presented with chief complaint of chest congestion. Review of musculoskeletal system: occasional low back pain. Review of psychiatric system: mood is euthymic.

Event description:
It was reported that on : (B)(6) 2013: per billing records, patient underwent CT of abdomen and pelvis with contrast. On (B)(6) 2013: patient underwent x-ray of abdomen due to clinical indication of left renal stone. Impression: left renal stone. On (B)(6) 2013: per billing records, patient underwent x-ray examination of abdomen. On (B)(6) 2013: per billing records, patient underwent CT abdomen and pelvis without contrast. On (B)(6) 2013: patient underwent ultrasound examination of retroperitoneal due to indication of urolithiasis. Impression: normal urinary tract sonogram. Enlarged prostatic. Cholelithiasis. On (B)(6) 2014: per billing records, patient underwent echo test of abdomen.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a spine surgery in the lumbar region from l4 to l5 using rhbmp-2/acs. It was reported that the patient experienced severe pain, and retrograde ejaculation.